Manufacturer narrative:
The reported event of low voltage advisory alarm was confirmed. The log files spanned approximately 3 days ((B)(6) per the timestamp). Atypical low power advisory alarms intermittently activated on (B)(6) 2020 from 16:16:43 to 19:12:37 and on (B)(6) 2020 from 14:12:20 to 21:03:33 due to fluctuating rsoc voltage on the white power cable. The alarm was not associated with a power source exchange and cleared shortly after activation. No other notable event was observed. The returned hm3 system controller, serial (B)(4), was functionally tested and had higher than expected resistance on the power cables. The controller was able to support the mock circulatory loop for an extended period of time without any issue. The root cause for the reported low voltage alarms was determined to be conductor breakdown within the cables. The conductor breakdown appears to be consistent with the repetitive flexing of the cable during use of the device. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 27feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced power cable disconnect and low voltage alarms. Log file analysis observed low voltage advisory alarms while the patient was on a battery power source. It was recommended to clean the batteries and battery clips. The customer exchanged the battery clips and batteries but the alarms persisted. Further log file analysis observed low power advisory alarms while the device was connected to a battery power source. It was recommended to exchange the system controller. The controller was returned for evaluation and was found to have found conductor breakdown within the power cables.

Manufacturer narrative:
Section a4: additional information. No further information was provided. The manufacturer is closing the file on this event.